Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical may 2014 complaint report was reviewed for the product family of pressure monitoring lines and the failure mode of "air bubbles." No adverse trends were identified. Although the used device was not returned for evaluation, based on the reported event description, the root cause is attributed to "end user error". The pressure monitoring line is intended for use in hemodynamic pressure monitoring procedures. The fluid-filled line (typically saline) is part of the condult system that transfers the pressure waveform from the patient to the pressure monitoring device. Contrast injection (power injection) is not an intended use for this device. The reported device is sold to the reporting distributor as a non-sterile OEM for further processing. Navilyst medical manufacturing process controls include 100% visual inspection for unseated tubing, voids, excess bonding agent and damage to the tubing and fittings. Additionally an aql sampling of each lot of product is subjected to leak testing with air at 20 pal.

Event description:
As reported by navilyst medical's distributor in (B)(4), during an angioplasty procedure the male end of the navilyst medical pressure monitoring line which was attached to the manifold, "split from the top to bottom on the 4th. Injection of contrast." "The air then flowed down the tubing towards the patient despite the manifold being placed in the "off" position. The tubing was clamped to prevent air entering the patient." There was no patient injury or air injection. The used device has been discarded by the hospital. Navilyst medical provides bulk, non-sterile pressure monitoring lines to the distributor in (B)(4) for further processing.